Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a primary breast augmentation with a 375cc mentor memorygel breast implant and experienced postoperative left-sided grade IV capsular contracture. The diagnosis was confirmed by a healthcare professional on (B)(6) 2020. At the time of this report, mentor has received no information regarding explantation or an expected explantation date

Manufacturer narrative:
On 17-sep-2020, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 27-aug-2020, mentor received additional information regarding the revision surgery and replacement device. The patient underwent unilateral removal and replacement with a 375cc mentor memorygel breast implant (catalog #: 3503751bc, serial #: (B)(6)) on (B)(6) 2020. Upon explantation, gel was found outside of the implant, though visible rupture was not observed on the device. The relevant fields have been updated. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: capsular contracture. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, the investigation on the suspected medical device was completed. Investigation summary : during visual evaluation of the device, two anomalies were observed, consistent with a crease/fold in the anterior view. Leak test was performed in accordance with the mentor procedures, and no leak or gel bleed sites were detected. After a thorough analysis, the mentor failure analysis lab was unable to confirm the reported event. Mentor concluded that the capsular contracture in the patient¿s breast was the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer's reference number: (B)(4).